Manufacturer narrative:
Due to character limit in e1 event site name (B)(6) and city (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that on cs300 intra-aortic balloon pump (iabp) noise was observed on the display screen during use. It was immediately replaced with another cs300, and treatment continued with no impact on the patient.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported disturbance occurred on the display screen. Reproduction could not be confirmed. Fse checked the video receiver board and flat cable inside the display as deterioration or poor connection was suspected, but no problems were found. No recurrence was found, but cleaning of the connectors and other parts connecting the part in question was carried out. Subsequent operational checks have not shown any recurrences, so the results are good.

Event description:
N/a